Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that all of the pump keypad buttons were under responsive to button presses. The reporter confirmed that there was no damage to the keypad. There was no allegation that the issue impacted the insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: the keypad was observed to be intact with no evidence of peeling or damage. The keypad buttons were tested and were found to be responsive. The keypad was removed and no evidence of contamination was observed under the key contacts. The battery compartment was observed to be cracked and a leak test found that the pump was leaking from the battery compartment. The pump was opened and moisture was observed throughout the inside of the pump. The keypad response was unable to be duplicated during testing.